Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. The field report for the inability for helix retraction was confirmed. Visual inspection of the lead revealed the retracted helix clogged with blood. An over torqued inner coil was noted at the connector pin. After cleaning, the helix could extend and retract. The reported events for low sensing and high lead impedance were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
During the implant procedure, there were low sensing values while positioning the right ventricular (rv) lead. The rv lead was moved to a different position and the impedance increased and the helix was no longer able to extend. The rv lead was removed and replaced to resolve the event. The patient was stable following the procedure.